Event description:
The surgeon reported that the rasps are becoming loose in the rasp handle rendering them unusable. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
This is the same pt/event as MFR# 8010023-1997-00041 through 8010023-1997-00046. Summary of eval: eval results indicate the event occurred due to the rasps wearing over time.